Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported pericardial effusion or hypotension. Based on available information, a cause for the reported pericardial effusion could not be conclusively determined. The reported hypotension appears to be a cascading event of the pericardial effusion. The reported patient effects of pericardial effusion and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully. While removing the steerable guide catheter (sgc), a pericardial effusion was observed. It was stabilized and the anesthesia was discontinued when the patients blood pressure degraded. The patient was stabilized and the procedure was discontinued. The final mr was grade >1. There were no clinically significant delays reported.